Manufacturer narrative:
Investigation summary: bd received five photos for investigation, which show a tube with a stopper stuck in it, and that the stopper is defective. Additionally, a total of 30 retained samples underwent visual inspection for defective stoppers, and all were found to be without defects. Furthermore, 29 retained samples were subjected to functional tests for closure separation, with one of these samples failing the test. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: closure separation and defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, the stopper of one tube could not be removed while on the analyzer. After the tube was removed from the machine it was discovered that the stopper was cracked. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum, the stopper of one tube could not be removed while on the analyzer. After the tube was removed from the machine it was discovered that the stopper was cracked. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event or problem: it was reported while using bd vacutainer® serum, the stopper of one tube could not be removed while on the analyzer. After the tube was removed from the machine it was discovered that the stopper was cracked. No adverse impact was reported regarding the patient or user. Imdrf annex a grid: a150301 - separation failure (2547).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, the stopper of one tube was cracked. No adverse impact was reported regarding the patient or user.